Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker exhibited failure to capture. Programming changes were made. The patient was in stable condition.